Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of blood results reading of "lo." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 170-180mg/dl fasting. Verified the strips expire on 04/28/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory: lo (B)(6) 2008 12:04:00 pm fasting: yes; lo (B)(6) 2015 08:03:00 am fasting: yes. Customers concern: all only two results stored on (B)(6) 2008 as lo. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage. Additional product codes added.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 170-180mg/dl fasting. Verified the strips expire 04/28/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory: lo, (B)(6) 2008, 12:04:00 pm, fasting:yes; lo, (B)(6) 2015, 08:03:00 am, fasting:yes. Customers concern: all only two results stored (B)(6) 2008 as lo. Adverse event not reported.